Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the implantable cardioverter defibrillator, far field r-wave oversensing was noted. The patient did not receive therapy. The oversensing was noted on the stored electrocardiogram. Programming changes were discussed. No addition information was reported.

Event description:
New information noted that the asymptomatic patient presented in clinic for follow-up. Re-occurrence of far field r-wave oversensing was noted. No intervention was performed. The patient would continue to be monitored.